Event description:
Event happened in the operating room (note: they do not use pressure injectors). A manual push in a 3 cc syringe (believed to be lidocaine) was given through the maxplus valve and the t-connector port blew off. Medication and a small amount of blood leaked out. Set was changed out. Set was discarded. There was no pt or user harm reported and no medical intervention was required. Customer stated that no additional event or pt info is available.

Manufacturer narrative:
(B)(4). The customer stated the set has been discarded and is not available for failure investigation.